Event description:
It was reported while using 2 bd microlance¿3 needles, foreign matter was found on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the incident concerns a black substance identified on the needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 210319. Medical device expiration date: 28feb2026. Device manufacture date: 03mar2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300400 and lot numbers 210319 and 210321. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four picture samples of the used vial sample were provided; however, no of the pictures showed the needle product. Twenty retained samples of the same batch numbers were obtained for further analysis. Upon review of the retained samples, no signs of foreign matter were observed. We are unable to identify an exact manufacturing related cause for the reported issue.

Event description:
It was reported while using 2 bd microlance¿3 needles, foreign matter was found on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the incident concerns a black substance identified on the needles.